Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 478 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Reportedly, customer treated with a "bolus of 15 units". Customer declined troubleshooting with tandem technical support and declined to provide further information.